Event description:
Customer's husband reported via phone call that customer was hospitalized. Customer was in sensor training and upon sensor being inserted, customer's blood pressure dropped and customer was taken to the hospital via ambulance. Customer was taken to the emergency room on january 8, 2015. It was reported that customer's blood glucose was good, it was her blood pressure that was low. Customer was treated with IV.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.